Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging of a bd insyte¿ autoguard¿ bc shielded IV catheter was found degraded and opening spontaneously. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: lot analysis. Lot 7082978 was built on afa line 10 from 30mar2017 through 04apr2017 and packaged on packaging line 9 from 01apr2017 through07apr2017 for the quantity of 260,210ea. It was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in-process inspections included but were not limited to blister thickness, bad seal/cut/holes, seal transfer width and package leak test. These were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis: observations and testing: received one unused 24ga bd insyte autoguard blood control catheter unit within a partially opened package from lot 7082978. All components were present and intact with the blister pack partially opened at the top end. Visual/microscopic examination: observed that although the unit package had a partially opened seal at the top of the blister pack and the sterility barrier was compromised. The unit package (blister pack) demonstrated to have had an adequate seal with no anomalies at time of manufacturing. Note: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Investigation samples(s) meet manufacturing specifications: yes: although the package was partially opened at the top and the sterility barrier was compromised, the unit packaged (blister pack) returned for this incident was acceptable per the manufacturing specification requirements of the unit package. Investigation conclusion: confirmation of the defect of package seal integrity poor / questionable, as stated in the description of the complaint was conclusive with the unit provided for this incident; as the unit was received with partially opened unit packaging (blister pack) at the top end. Although the package was received partially opened at the top and the sterility barrier was compromised, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Root cause: relationship of device to the reported incident: indeterminate although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. (B)(4) was initiated to address the issue of open seal complaints.